Event description:
Needle tip bent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Not answered. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? Not answered if no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Bronchial tube. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. Not answered 8. If not with the device in question, how was the procedure performed and/or finished? Changed to another device to complete the procedure. 9. Was the device used in a tortuous position? Not answered. 10. Are images of the device or procedure available? Not answered. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Pentax 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 0 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Not answered. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Not answered. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Not answered. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not answered.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot c2228378 of echo-hd-22-ebus-p was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 may 2025. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet not fully inserted. Proximal kink below sheath extender observed. Distal kink observed at the distal end of the sheath at 2.1 cm from the tip of the sheath (ipe ruler 0402). Functional inspection: sheath extended would not pass the kink below sheath extender. Needle handle unable to advance and retract. Stylet removed from device with difficulty. Attempt to reinsert the stylet back would not pass the kink below the sheath extender. Attempt to remove the needle but unable to. Manually straightened the kink below the sheath extender and then needle was able to remove. Kink below sheath extender observed. Distal end of needle examined and observed to be broken and the broken part of the needle remained inside the sheath. The reported failure was observed. Clarification was sought from the customer as below: query: during lab evaluation, proximal kink was observed below sheath extender. This could have occurred during transportation /device returns process. Could you please confirm with the customer if the kink (see pic below) was observed before returning to cirl? No response is received even after three attempts. Manufacturing records prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2228378 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the precautions section of the instructions for use, ifu0060 which accompanies this device instructs the user to "ensure the stylet is fully inserted when advancing the needle into the target site.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. It is known from the available information the stylet was partially removed prior to advancement of needle into the target site. The use error of having the stylet partially removed prior to advancement would have led to the distal kink on sheath and the distal needle break reported. The stylet and needle advancement and retraction issues observed during the lab evaluation can be linked to the distal kink. Despite multiple follow-ups, no clarification was received from the customer regarding the proximal kink observed during lab evaluation. Additionally, based on the response to q3, no other defects or kinks were noted prior to the device being returned to cirl. Therefore, the proximal kink observed during lab evaluation may have occurred during transportation of the device to cirl. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the visual and/or functional inspection. Confirmed quantity of 1 device. Confirmed used. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined as the stylet was not fully inserted prior to advancement of needle into the target site.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18 jul 2025.